Manufacturer narrative:
No device failure has been alleged or identified so no device was returned for evaluation. Review of the reported event suggest a possibly allergic reaction to something that was implanted during the surgical procedure. The patient stated they are unaware of any current allergies. The patient was advised to go see a surgeon for hardware evaluation as well as an immunologist for evaluation of his allergy symptoms. The patient was provided a list of the materials involved in manufacturing his implants. Allergy testing performed and confirmed the patient is not allergic to any nuvasive materials or products. Testing conducted the patients immunologist identified the patient was suffering from a copper deficiency and has started treatment. No additional investigation required. Labeling review: "...contraindications: contraindications include, but are not limited to: patients with known sensitivity to the materials implanted. Patients who are unwilling to restrict activities or follow medical advice. Patients with inadequate bone stock or quality. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Loss of fixation. Nonunion or delayed union. Fracture of the vertebra. Proximal junctional kyphosis (pjk). Neurological, vascular or visceral injury. Metal sensitivity or allergic reaction to a foreign body..." "...warnings, cautions and precautions: caution must be taken due to potential patient sensitivity to materials. Do not implant in patients with known or suspected sensitivity to the aforementioned materials..."

Event description:
New information identified on h10

Manufacturer narrative:
No device failure has been alleged or identified so no device was returned for evaluation. Review of the reported event suggest a possibly allergic reaction to something that was implanted during the surgical procedure. The patient stated they are unaware of any current allergies. The patient was advised to go see a surgeon for hardware evaluation as well as an immunologist for evaluation of his allergy symptoms. The patient was provided a list of the materials involved in manufacturing his implants. No additional investigation can be completed. Labeling review: "...contraindications: contraindications include, but are not limited to: patients with known sensitivity to the materials implanted. Patients who are unwilling to restrict activities or follow medical advice. Patients with inadequate bone stock or quality. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Loss of fixation. Nonunion or delayed union. Fracture of the vertebra. Proximal junctional kyphosis (pjk). Neurological, vascular or visceral injury. Metal sensitivity or allergic reaction to a foreign body..." "...warnings, cautions and precautions: caution must be taken due to potential patient sensitivity to materials. Do not implant in patients with known or suspected sensitivity to the aforementioned materials..." Still in -situ.

Event description:
On (B)(6) 2020 a patient underwent a posterior lumbar interbody fusion at l5-s1 and has reportedly been sick since with headaches, chills, blurred vision, various neurological disorders, tachycardia at rest. The patient is currently being evaluated no revision planned.